Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Concomitant medical product: 5076-52 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the right ventricular (rv) lead threshold increased and is now high. Attempts to revise the lead were unsuccessful. The rv lead remains in use. No patient complications have been reported as a result of this event.